Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s husband found the patient in bed unresponsive. He stated the cgm was displaying 146 mg/dl, compared to a bg meter reading of 32 mg/dl. He called the paramedics and when they arrived, they administered the patient with two shots of glucagon and glucose paste and the patient came to. At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.